Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was not returned with original packaging. The proximal body and anchor plug are intact on the device and the distal tip is detached from device. The anchor plug snapped into distal tip as intended and anchor plug was able to come off shaft. No other physical damage is visible to the device. A functional evaluation of the returned device found that the mechanical portion of the device is in working order. Device passed all functional test, device functioned as per manufacture specifications. A batch number complaint history review concluded this was an isolated event and a part number complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. It was determined the device did not contribute to the reported event.. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a rotator cuff repair surgery, the healicoil shaft was pulled out after the deployment of the implant then the distal anchor came off and the inner plug could not come off the shaft. The procedure was successfully completed using a back-up device. A delay of 5 minutes was reported. No patient injury or other complications were reported.